Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected varying pacing impedance and threshold measurements on this right ventricular (rv) defibrillation lead based on the patient¿s position. When lying down all measurements were within normal limits however when the patient sits up, all measurements were out-of-range. Surgical intervention was performed and the rv lead tested normally through the pacing system analyzer (psa). The lead was reconnected to the ICD and all measurements were normal and stable. Physician suspects a connection issue which has since been resolved. The patient is not pacemaker dependent and no adverse patient effects were reported. The device and lead remain in service.